Event description:
It was reported that 191 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis percentage was not reported. It was not reported that the lesion was pre-dilated. A 3.0x12mm taxus stent was deployed at 12 atm in the lad in the region of the lesion. It was not reported that the lesion was post-dilated. The pt rec'd heparin during and plavix after the procedure. No information concerning complications was reported. The pt presented 191 days after the initial procedure with 70% in-stent restenosis in the mid lad. It was not reported that the lesion was pre-dilated. A 3.0x16mm taxus stent was deployed at 16 atm in the mid lad in the region of the lesion. A post-intervention residual stenosis was not reported. The pt rec'd heparin during and plavix after the procedure. Complications were reported as "none." The pt's condition was noted to be 'satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8213216 have been reviewed and no issues for discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. Should further relevant info becomes available; a supplemental medwatch report will be filed.